Manufacturer narrative:
Additional devices implanted and involved in this event: pxl161407/14057946 and pxc141000/14287813. Udis of the lots: rlt351414: (B)(4). Pxl161407: (B)(4). Pxc141000: (B)(4). Concomitant medical products: patient medications - alprazolam, amlopdipine, cefuroxime, clopidogrel, gabapentin, hctz, hydrocodone, lidocaine, metoprolol, nystatin, pramipexole, sertraline. (B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): this patient was previously treated for a descending thoracic aortic aneurysm (dta) in 2011 with a gore tag thoracic endoprosthesis. It was reported that over time, the patient¿s thoracoabdominal and arch segments became aneurysmal and were at risk for rupture. On (B)(6) 2016, the patient underwent treatment of the thoracoabdominal aortic aneurysm. A gore excluder aaa endoprosthesis was first implanted partially into the previously placed tag device in the dta. A conformable gore tag thoracic endoprosthesis was then implanted, with the proximal portion of the device landing within the previously implanted tag device and the distal end landing within the proximal portion of the excluder. Gore viabahn endoprostheses were then implanted into the right iliac, right renal, and superior mesenteric (sma) arteries, with the viabahns adjacent to the trunk. Three additional viabahn devices were implanted into the celiac, left renal, and left iliac to complete a chimney procedure. Completion angiography reportedly showed excellent seal proximally, but a small amount of contrast from the ¿gutters¿ between the trunk and viabahns was identified. It was reported there was minimal flow going into the aneurysm sac, with excellent flow to the celiac, sma, both renals and both iliac arteries, so the procedure was concluded. The patient was taken to ICU in stable condition and neurologically intact. Post-operatively on the same day, the patient presented with anemia and left leg weakness secondary to peripheral neuropathy. It was reported the anemia was caused by a long procedure with peri-operative blood loss and was not related to a gore sheath used during the procedure. On (B)(6) 2016, blood transfusions were administered for treatment of the anemia. On (B)(6) 2016, the patient presented with a right perinephric hematoma, with no evidence of active extravasation. It was reported the hematoma did not affect or limit the patient¿s kidney function. The hematoma was caused by a wire perforation during the branch graft placement on (B)(6) 2016. The hematoma also reportedly contributed to the post-operative blood loss and anemia identified on (B)(6). On (B)(6) 2016, an MRI of the brain showed a left cerebellar infarction and chronic right frontal infarct. It was reported that as the patient was felt to be improving, the patient would be enrolled in rehab to regain function. It was reported the patient's condition has improved in regards to the left leg weakness, and the patient is walking with a cane. There was no reported symptoms of mesenteric, renal, or ischemia. No further adverse events were reported.